Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Evaluation summary: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are slightly bent near the haptic insertion area and broken in the distal area. Only one broken haptic portion was returned. The other broken haptic portion was not returned. The optic is pressed down into the well area of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The specific lens issue was not specified. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a "faulty lens". The lens was opened but not implanted. Additional information has been requested.